Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer logged into the hardware testing application, updated the firmware, reseated all cable connections at the rear of drawers 4.1 and 4.2, powered the station back on, and tested the drawers in hta. The customer then logged in, inventoried the drawers, and verified that the station was functioning as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawers 4.1 and 4.2 were unrecognized on device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.